Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl which has been treated. The customer run out of insulin that caused the high blood glucose. Customer also reported that the insulin pump had a power error alarm and insulin flow blocked alarm which were resolved through troubleshooting. Customer's blood glucose at the time of the incident ranges from 204 mg/dl to 385 mg/dl and treated through bolus with the insulin pump. Customer stated the infusion set had a kinked cannula. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. Customer was advised to have a backup plan to per healthcare professional's recommendation. The product was returned for analysis.